Manufacturer narrative:
(B)(4). Empty. Additional information was requested. The analysis results found that device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the returned device, no conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. The analysis results found that device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the returned device, no conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. The analysis results found that device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and forming the first four clips. Then the six remaining clips were not properly fed into the jaws causing the clips to be ejected during six consecutive firing sequences the clips were caught between the jaws and top shroud due to the found feeding issue. Finally, it locked out as intended. No incident related to the reported event was observed during the batch record review. (B)(4).

Event description:
It was reported that the devices were used during a bariatric laparoscopic bypass. There were three devices: 1st clip did not deploy; on the 2nd and 3rd the device was slow to open after firing the clips. Same devices were used to complete the case. There was no adverse consequence to the patient.